Event description:
Complaint: a clinic manager (cm) contacted costumer service to report that a patient care partner was initiating treatment on (B)(6) 2024 when she noticed cvc lumen between clamps and exit site had snapped. Patient and care partner attempted to stop bleeding. Ems contacted and patient transported to hospital via ems. Cvc replaced via ir. Hospital staff believe cvc was possibly defective and product complaint initiated by hospital staff. Patient discharged home post catheter exchange without injury. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".